Event description:
Technician alleged that the brake caster swivel is not locking in place when engaged. No patient impact.

Manufacturer narrative:
The technician replaced the brake caster to resolve the issue.